Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was dislodged multiple times. The lead was not used and replaced. The patient was in stable condition.